Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 8mm 10bag 500 wal experienced foreign matter contamination along the path of the fluid. The following information was provided by the initial reporter: material no: 328512, batch no: 8092768 verbatim: consumer reported seeing liquid in some of her syringes before injection, she stated that when she depressed the plunger rod to get the air out, the liquid came through the needle. Consumer does not re-use, occurrence date is unknown. Lot # 8092768, product # 328512, no expiration date.

Manufacturer narrative:
Investigation: customer returned (3) loose 3/10cc, 8mm syringes. Customer states that there was liquid in some of her syringes before injection, she stated that when she depressed the plunger rod to get the air out, the liquid came through the needle. All returned syringes were examined and no foreign matter was observed in any of the sample, however, all samples exhibited a clear droplet of material on cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The analysis shows that this material is most likely silicone. A review of the device history record was completed for batch# 8092768. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A visual evaluation of 3 syringes found that the plungers/stoppers were seated against the barrel roof. No evidence of fm on the inside or outside of the syringe. A light continuous film of silicone is visible on the ID of the barrel, but there is no evidence of excess silicone. The reported defect was not seen in holdrege, therefore no probable root cause could be determined.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31ga 8mm 10bag 500 wal experienced foreign matter contamination along the path of the fluid. The following information was provided by the initial reporter: material no: 328512 batch no: 8092768. Verbatim: consumer reported seeing liquid in some of her syringes before injection, she stated that when she depressed the plunger rod to get the air out, the liquid came through the needle. Consumer does not re-use, occurrence date is unknown. Lot # 8092768, product # 328512, no expiration date.